Event description:
Reporting status: serious injury-permanent damage/surgical intervention. Reporting rationale: stent issue requiring CABG. Device issue: unk device issue. It was reported by a pt that he had a xience stent implanted in 2009, but there was an issue with the stent requiring him to return for coronary artery bypass graft (CABG) surgery. The pt reported that he was not given a stent implant card; therefore, he could not supply a part or lot number of the xience. The pt would not disclose any add'l info regarding the procedure or f/u surgery.

Manufacturer narrative:
Results and conclusions summation - CABG, as listed in the xience v IFU, is a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. In this incident, there was very limited case info provided, it is unk exactly what the reported difficulty with the stent was, and the product was not returned for eval. In this case, since it is unk exactly what the reported difficulty with the stent was, a conclusive cause cannot be determined. Although a conclusive cause for the reported pt effects, and the relationship to the product, if any, cannot be determined, there does not appear to be an indication of a product quality deficiency.